Event description:
It was reported to medtronic neurosurgery that the device would not attach, as there was a notch missing. According to the report, the device started leaking fluid, contaminating another product. Reportedly, there was no patient impact.

Manufacturer narrative:
The returned valve was patent and met the requirements for siphon, reflux, leak, pressure-flow and pre-implantation testing. The peritoneal catheter met the requirements for patency and leak testing. There was proteinaceous debris noted on the interior and exterior of both devices. The inner side of the snap connector had tool marks on it and was deformed. It is unknown if the snapping process was performed repeatedly during the procedure. The instructions for use that accompany the device warn that the reservoir and base are designed for ¿one-time only¿ snap assembly. Meticulous care must be taken during assembly to assure complete attachment and to prevent damage to plastic components. Disassembly and reassembly, and/or damaging of the plastic components during assembly can result in unwanted disconnection or in leakage of the assembly. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
The product testing has not been completed. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.